Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 600 mg/dl. The customer was treated with manul injection. Customer stated that they are unable to troubleshoot because of the past events. The customer was advised to call when the alarm occurs in order to troubleshoot.